Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass procedure, while the doctor was creating a gastric pouch, the stapler was able to fire but there where malformed staples visible at the end of stapling line during the third, fifth and sixth firing. The distal staple line were also incomplete. They removed the open staples to fix the line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the reloads were fully fired. The clamping mechanism was deformed. The anvil was bent. The staple pushers were sub-flush. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the clamping mechanism deformation, bent anvil, and sub-flush staple pushers may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.